Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that they experienced low blood glucose level of 20 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer parent believes low blood glucose occurred because of exercise. Customer insulin pump will not be returning for analysis.